Manufacturer narrative:
The device was returned to mmdg for evaluation, and was subjected to a visual inspection and mechanical and flow testing. Its internal event log was also reviewed. The pump passed all tests, and the device's event log showed several instances of the air-in-line sensor having been triggered, indicating that it was likely working properly. The event as described could not be replicated, and thus remains unconfirmed. The event described in this report is generally considered not-reportable due to the low risk of air being delivered to patients' stomachs and the fact that moog cannot reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the pump "failed to detect air in line while infusing". Upon follow-up, mmdg clinical learned the following details: no feedings were missed, as the affected pumps were simply swapped out. The lines were "completely full of air, with chunks of food". The formula being delivered was "fortified breast milk". The patient was not harmed. (B)(4).